Event description:
The surgeon needed to add one level to the construct. The existing construct was 6 screws and 2 hooks. After removing the 6 set screws and before removing the hooks the two screwdrivers broke. At this point the surgeon had to remove all the array screws and change to the polaris system as they did not have any additional array screwdrivers.

Manufacturer narrative:
The explanted part numbers and lot numbers are unknown; therefore, the device history records are unable to be reviewed. The customer has not indicated the explanted products will be returned, therefore no product evaluation is able to be conducted. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File six of six for the same event.